Event description:
Related manufacturing ref: 3005334138-2021-00262. During a pulmonary vein isolation procedure, a pericardial effusion occurred. The left pulmonary veins were isolated and shortly after starting ablation of the right pulmonary veins, an ultrasound revealed a pericardial effusion. The patient was hemodynamically stabilized and transferred to the station for monitoring.

Event description:
The patient was hemodynamical stable and a pericardiocentesis was performed to resolve the effusion.

Manufacturer narrative:
Additional information: b5, d9, g3, h2, h3 one bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Optical fibers 1-3 met specifications for optical properties and contact force was displayed when the device was connected to the tactisys with no error messages noted. The magnetic sensor, thermocouples, and electrodes 1-4 met specifications during electrical testing with no open or short circuits detected. In addition, the device met specifications during temperature testing, flow testing, and leak testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.